Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "pt called to report that he dislocates. The first time was in 2002, and pt had to have it put back in place, and then he dislocated again (B)(6) of 2011. Was not doing anything specific that would have caused the dislocation. Had to have the hip put back in place. Dr. Checked to see if it is loose."